Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/13/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. No injury or medical intervention was reported. Patient calibrated incorrectly. The g4 platinum continuous glucose monitoring system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area.